Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of nausea, vomiting and abdominal pain. Peritoneal effluent fluid cultures taken in the hospital were not reported to the outpatient clinic; however, a white blood cell (wbc) count taken in the hospital presented with approximately 900/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal ceftazidime at 2000 mg every day for two weeks. The patient was able to undergo pd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n (B)(6) was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by nausea, vomiting and abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patients peritonitis can be attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique or touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by an increased wbc count with responsiveness to antibiotic therapy and resolving symptoms. Therefore, the liberty cycler set can be excluded as a source of this patients adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patients adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Upon follow up with the patients pdrn, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of nausea, vomiting and abdominal pain. Peritoneal effluent fluid cultures taken in the hospital were not reported to the outpatient clinic; however, a white blood cell (wbc) count taken in the hospital presented with approximately 900/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal ceftazidime at 2000 mg every day for two weeks. The patient was able to undergo pd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patients peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.